Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6)2023, the patient underwent an unknown surgery for a trochanteric fracture with tfna implants. During the procedure, the end cap could not be properly inserted. The locking mechanism was verified to be in the appropriate position, and the end cap was engaged with threads of the nail, so the surgeon determined that it was acceptable to complete to surgery. This report is for a ti end cap for tfna 0mm extn - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. A manufacturing record evaluation was performed for the finished device product code: 04.038.000s lot number: 2455p15 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 21/10/2022 manufacturing site: jabil bettlach expiry date: 01/10/2032 the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that tfna end cap extens. 0 tan had no defect. X-ray evidence provided shows a nail, end cap and screw construct at the left proximal femur. X-ray does not exhibit any signs of issue or malfunction within the devices. Functionality issues cannot be assessed though a photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for tfna end cap extens. 0 tan. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.